Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and moderately calcified cephalic vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 2 minutes, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient condition was good post-procedure.